Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that during the instrument exhchange and insertion of camera in primary port, the seals on the 355d (instrument exchange) and 512sd (camera insertion) tore causing pneumo loss throughout the case. The rips did not create enough pneumo loss to warrant opening a new trocar. The surgeon waited to regain pneumo. There was no consequence to the pt.